Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting in 2021 to upper and lower abdomen using cooladvantage+ applicator developed paradoxical adipose hyperplasia (pah/ph) 2-3 months after treatment.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting in 2021 to upper and lower abdomen using cooladvantage+ applicator developed paradoxical adipose hyperplasia (pah/ph) 2-3 months after treatment.